Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information received: it's the stapling with the two last cartridges that was defective and not with the two first.

Event description:
It was reported that during a gastrectomy procedure, the stapling with the two first cartridges was defective. There has been a 'bunching' of tissue along the reload resulting in an incomplete staple line. A methylene blue test showed a slight leak of the staple line. The surgeon made two stitches to control the leakage. One device will be returned.

Manufacturer narrative:
(B)(4). Batch # m54c1f. The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No cutting issues were noted during functional testing. The reported event could not be confirmed as no incomplete staple line was noted and the device performed without any difficulties noted during the functional testing. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. A batch record review was performed and no anomalies were found during the manufacturing process.